Event description:
It was reported that the patient's insertable cardiac monitor unexpectedly went into back-up operation. Intervention was performed to restore the device to nominal settings. There were no patient consequences.